Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, tandem, eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified distal right coronary artery. Following pre-dilatation with a 2.0 x 9mm balloon catheter, a 24 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were flared up. Subsequently, pre-dilatation was performed again and another stent was deployed with buddy wire support, and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 3.50 x 24mm stent delivery system was returned for analysis. The device was returned loaded over a guide wire. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The mid crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device identified multiple hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, tandem, eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified distal right coronary artery. Following pre-dilatation with a 2.0 x 9mm balloon catheter, a 24 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were flared up. Subsequently, pre-dilatation was performed again and another stent was deployed with buddy wire support, and the procedure was completed. No patient complications were reported and the patient's status was stable.